Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The motor also had moisture damage. There was no moisture damage noted on the keypad traces. They were unable to test for the missing segments or the unresponsive button/keypad due to the blank display. The pump had a minor scratched display window and the reservoir tube o-ring was not missing.

Event description:
The customer reported via phone call that the insulin pump got wet. Customer was at the beach and she stated that she put the pump in a ziplock bag and put it into a cooler. Customer stated that the ziplock bag was open and water from the cooler got into the bag, which exposed the pump to fluid. Customer stated that she is unable to see her screen due to a partial display and the pump has been vibrating and beeping. Customer is unsure of what the pump is doing due to the partial display. Customer reported that she can see condensation on the backside of both the battery and reservoir compartment. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that no leak occurred and when she hits the button on her pump, there is a line that continues to scroll up. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.